Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The 80% stenosed lesion was located in the circumflex artery. After prepping the device and removing the mandrel, the physician attempted to advance the taxus express2 2.5x20mm drug eluting stent over the wire, but was unable to. The physician noticed that the tip of the stent seemed to be "beveled and cut off abnormally." They exchanged the damaged stent for another taxus stent and successfuly completed the procedure. No pt complications were reported. Pt status is satisfactory.